Event description:
It was reported that the patient was admitted to the hospital post implant with (B)(6) secondary to infected implantable cardiac device. The area overlying the ICD was taped and revealed pus drainage. Positive blood cultures for (B)(6) and pocket aspirate for (B)(6) were noted. The patient was treated with antibiotics. The patient was discharged in stable condition. The device and the atrial lead were explanted on (B)(6). The patient was in a stable condition before, during and after the procedure. Patient underwent system replacement on (B)(6).the patient was stable before, during and after the procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.